Event description:
The manufacturer received information alleging the flow verification test step had failed on the device. The device was not in patient use. A philips representative assisted the customer with this issue. The philips representative determined that the device's flow sensor would need to be replaced to address the issue. The part was sent to the customer for them to make the necessary repair to the device. Additional findings not related to the malfunction/issue was the device stop charging when the battery power was at fifty percent (50%). The device's system printed circuit board assembly was sent to the customer site to be replaced on the device. The customer will be making the necessary repairs to the device.